Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they received the alarm while priming and changed entire set but alarm did not clear. Customer declined troubleshooting. Customer's blood glucose level was 278 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. No unexpected excessive no delivery alarms noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.